Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl. Reportedly, the suspected cause of the low bg was due to the customer being on vacation and being more active than usual and going swimming. The customer consumed juice and apple sauce to address low bg level. Recommendation was made to discuss diabetes management with health care provider.